Manufacturer narrative:
The device will not be returned for analysis as it was discarded by the customer. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There are no alleged deficiencies related to product quality/performance or manufacturing process. Medtronic will continue to monitor field performance for similar events should they occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this bioprosthetic valve, the valve did not fit while suturing it in and was replaced with another medtronic bioprosthetic valve of the same size (23mm). No adverse patient effects were reported.